Event description:
During insulin administration, after removing cap from insulin pen, it was discovered that the retained needle from previous injection was still in place. This is the 2nd instance of needle being retained when trying to remove the bd autoshield. Rep contacted and blamed on user error (not lining up grooves to prevent misconnection); however, product should not come apart. Rep to come and do in-service with staff.